Event description:
It was reported that the patient presented to the operating room for a device change out due to a short eri to eos interval. The device was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a short eri to eos interval was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested using automated test equipment and no anomalies were found.